Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted gynecology hysterectomy malignant surgical procedure, the customer reported to technical service engineer (tse) that the insertion axis was not free to move on universal surgical manipulator (usm) arm 3. The customer reseated the sterile adapter (sa); however, the issue persisted. The customer confirmed there were no drape interferences; however, the carriage was stuck at the middle of the range of motion. The customer moved the endoscope from usm arm 3 to arm 2. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were three robotic hysterectomies with the same surgeon that day. The arm faulted during the first case. For the 1st and 2nd case the team proceeded with 4 arms and manually adjusted the camera on arm 3 when the surgeon needed to zoom in or out. The 3rd case, the surgeon decided to attempt a three-arm surgery using arms 1, 2, & 3. The surgeon discontinued use for the 3rd case.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The usm was analyzed and found the following information: this usm was returned for failure analysis and the reported insertion resistance was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the insertion resistance was felt replicating the reported event. The usm was then installed onto a psc fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the ball screw was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the ball screw based on failure analysis results.